Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they meant replaced instead of relaxed. Patient stated experiencing the return of pain a couple months ago prior. There were no external/environmental/patient factors that may have caused or contributed to the issue. The lead migrated. Determined by interop testing of the new lead to better cover the painful area. Only one lead was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-dec-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 the patient (pt) had their lead completely explanted due to a return of pain.  The rep noted that the lead was "relaxed" and the outcome of the surgery was not known yet because it was reported on the day of the surgery.  Patient weight was requested but was unknown.   The lead was discarded by the customer, so it will not be returned for analysis. Follow up was sent to the rep to obtain clarification and additional information.